Event description:
Litigation alleged the patient suffered pain, stiffness, discomfort, weakness, immobility and elevated metal ion levels as a result of the implanted asr hip.

Event description:
Update rec'd 06/01/2015 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/10/15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 3/7/16 medical records received. Medical records were reviewed for MDR reportability. Revision surgical note dated (B)(6) 2015 reported metallosis and large amount of cloudy joint fluid. MRI reported a fluid collection and medical records reported pain, limited mobility, and multiple falls. Lab results for metal ions were greater than 7 parts per billion. Stem and taper sleeve added to complaint for elevated metal ions. The complaint was updated on: mar 21, 2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Manufacturer narrative:
**Update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.